Event description:
It was reported that the right ventricular (rv) and this left ventricular (lv) lead from this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high impedance out of range. Additionally, loss of capture (loc) was suspected in the rv lead. Technical services (ts) recommended performing an x ray. This system remains in service. No adverse patient effects were reported.